Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. This report is for one unknown 18-hole curved locking compression plate. Part and lot number are not available for reporting. Other number¿UDI: (01) part number unknown, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). G5 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(4) follows: it was reported that the unknown 18-hole curved locking compression plate (lcp) broke postoperatively requiring revision surgery. The patient was initially implanted on an unknown date to treat a periprosthetic femoral fracture. Please see also see related complaint com-(B)(4). This report is for one unknown 18-hole curved locking compression plate. This report is 1 of 1 for com-(B)(4).